Event description:
It was reported that pump displayed malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it, and did not experience repeat malfunction, so customer was advised to continue using pump and to call back if any malfunction code recurred.